Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings. It was revealed that the battery compartment was cracked. The pump cover was removed and moisture was found internally. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and moisture was inside the pump. This report is made based on results of investigation completed on (B)(6) 2017.